Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 8637-20 neuro pump, implanted: (B)(6) 2016. 8709sc catheter, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro-dislodgement. The lead was found to have increase in pacing threshold, diminished r-wave sensing, and decrease in pacing impedance. The lead was revised. During lead revision procedure, the helix was able to be retracted and repositioned; however, the helix could not be screwed into position. The helix would not move despite trying a new turn tool. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.